Event description:
It was reported that the patient presented in clinic for a device check. During the check, it was noted that the patient was in backup vvi mode, and that there was noise. Programming changes were made to address the issue, and patient status was considered abnormal.